Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('gross fragment of essure coils') and pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("uncontrollable bleeding/bleeding"), abdominal pain lower ("horrible cramping 3 out of 4 weeks"), loss of personal independence in daily activities ("hard to move and do daily activities"), back pain ("lower back pain"), abdominal pain ("abdominal pain throughout the month") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal on (B)(6) 2018, and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, loss of personal independence in daily activities, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dyspareunia, genital haemorrhage, loss of personal independence in daily activities and pelvic pain to be related to essure. The reporter commented: insertion details - right tube was easily cannulated, 2 coils protruding. Left tube was more difficult, there were 11 trailing coils. Discrepancy noted: date(s) of insertion: (B)(6) 2018, date(s) of removal: (B)(6) 2014. Discrepancy: removal details- (B)(6) 2018 (per mr), (B)(6) 2018 . Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: device breakage was added as a event. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('gross fragment of essure coils') and pelvic pain ('pain') in a 30-year-old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("uncontrollable bleeding/bleeding"), abdominal pain lower ("horrible cramping 3 out of 4 weeks"), loss of personal independence in daily activities ("hard to move and do daily activities"), back pain ("lower back pain"), abdominal pain ("abdominal pain throughout the month") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal on (24oct2018) and total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, loss of personal independence in daily activities, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, device breakage, dyspareunia, genital haemorrhage, loss of personal independence in daily activities and pelvic pain to be related to essure. The reporter commented: insertion details - right tube was easily cannulated, 2 coils protruding. Left tube was more difficult, there were 11 trailing coils. Discrepancy noted: date(s) of insertion: (B)(6) 2018, date(s) of removal: 23may2014 discrepancy: removal details 15-jan-2018 (per mr), 24-oct-2018 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year old female patient who had essure (batch no. B94867) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("uncontrollable bleeding/bleeding"), abdominal pain lower ("horrible cramping 3 out of 4 weeks"), loss of personal independence in daily activities ("hard to move and do daily activities"), back pain ("lower back pain"), abdominal pain ("abdominal pain throughout the month") and dyspareunia ("dyspareunia"). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, loss of personal independence in daily activities, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dyspareunia, genital haemorrhage, loss of personal independence in daily activities and pelvic pain to be related to essure. The reporter commented: insertion details - right tube was easily cannulated, 2 coils protruding. Left tube was more difficult, there were 11 trailing coils. Discrepancy noted: date(s) of insertion: (B)(6) 2018, date(s) of removal: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal date was added. Event genital haemorrhage updated as medically non-significant. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.